Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (95% stenosis degree) in a moderately tortuous segment in the proximal to mid lcx. After pre-dilation with a scoring balloon, the device was unable to pass a severely calcified lesion in the lcx. Even with "ez guidance" the lesion remained impassable.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (95% stenosis degree) in a moderately tortuous segment in the proximal to mid lcx. After pre-dilation with a scoring balloon, the device was unable to pass a severely calcified lesion in the lcx. Even with "ez guidance" the lesion remained impassable.

Manufacturer narrative:
Combination product: yes.neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event.review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections.based on the conducted investigations, no material or manufacturing related root cause could be determined.